Event description:
It was reported that on an unknown date and year, a 25mm stented porcine,mit,epic was implanted in a patient. On (B)(6) 2024, the device was explanted due to leaflet tear. A non-abbott device was implanted as replacement. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to leaflet tear was reported. A tear and prolapsed cusps were observed upon open visual inspection upon explant. The investigation found that cusp 3 there was a 12 mm tear in the mid portion of the cusp base. The inflow and outflow surfaces are unremarkable. The sewing cuff was intact. There was patchy pannus formation on the inflow and outflow surfaces limited to the sewing cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes at the tear site, which could have contributed to the formation of the tear.

Event description:
It was reported that on an unknown date and year, a 25mm stented porcine,mit,epic was implanted in a patient. On (B)(6) 2024, the device was explanted due to leaflet tear. The leaflet tissue was not manually manipulated or handled with any unprotected forceps or sharp instruments. A non-abbott device was implanted as replacement. The patient is stable.